Manufacturer narrative:
(B)(4). Date sent: 6/11/2020. D4: batch # u5a03t. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. The event could not be confirmed, as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted and no cartridge was returned for analysis.

Manufacturer narrative:
(B)(4). Batch # u5a03t. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a vascular procedure, the surgeon fired the stapler across a pseudo aneurysm of the left arm, and the stapler jammed. The stapler wouldn¿t release, so it had to be cut out of patient¿s tissue. This allowed less tissue to be in the physician¿s repair. The procedure was delayed by an undetermined amount of time and there were no patient consequences reported.